Manufacturer narrative:
The service engineer found no indication of an instrument issue. The qc data provided did not indicate an issue. No further data was provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
No incorrect results were reported outside of the laboratory for the sample from the third patient.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three samples from the same patient, a fourth sample from a second patient, and a fifth sample from a third patient tested with the elecsys troponin t stat assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory for the second patient. It was asked, but it is not known if an incorrect result was reported outside of the laboratory for the first and third patients. The first sample from the first patient initially resulted with a troponin t value of 7.6 ng/l. A second sample from the first patient initially resulted with a troponin t value of 24.3 ng/l and repeated as 15.1 ng/l. A third sample from the first patient initially resulted with a troponin t value of 9.7 ng/l. All three samples from the first patient were repeated on (B)(6) 2019. The first sample repeated as 3.09 ng/l, the second sample repeated as 3.33 ng/l, and the third sample repeated as < 3.00 ng/l . The sample from the second patient initially resulted with a troponin t value of 16.13 ng/l and repeated as 11.29 ng/l. The sample was repeated twice on a second analyzer, resulting with troponin t values of 10.36 ng/l and 9.85 ng/l. The sample from the third patient initially resulted with a troponin t value of 10.16 ng/l and repeated as 6.72 ng/l. The sample was repeated twice on a second analyzer, resulting with troponin t values of 5.82 ng/l and 6.72 ng/l. The e 601 analyzer serial number is (B)(4).